Event description:
It was reported that the device delivering an insulin bolus dose of 20 units that was not requested or initiated by the customer. According to the caller while the customer was asleep the device delivered a bolus which was identified by a parent. The device log files were provided by the customer for review and confirm a 20 unit bolus was delivered due to user interaction including adjusting the bolus dose from 0 units to 20 units and confirming and initiating delivery of the insulin dose. Based upon the available information for investigation there was no evidence of a bolus dose delivered by the device without user input. The physical device was not returned for analysis investigation. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
In the case description, the user mentioned receiving a 20u bolus that was not programmed. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed that a 20 u bolus was delivered by the system. The audit logs show that the confirm button was pressed with 0g of carbs and no bg level entered with a 20 u bolus suggested. The logs show that the bolus button was pressed to bring up the bolus calculator and evidence of the bolus being adjusted was shown, though no carbs or bg was entered which indicates user adjustment. The logs show that the confirm button was pressed to bring the user to the confirm bolus screen and the start button was pressed to begin bolus delivery. The bolus record for the bolus shows that the bolus was adjusted 20 u to a 20 u, indicating that the bolus calculator suggested 0u and was manually adjusted to 20u. No evidence of an uncommanded bolus was observed in the logs. Evidence of interaction to program all boluses was observed in the logs.